Manufacturer narrative:
Approximate age of device - 29 days. No product was returned for evaluation. The report of elevations in pump power was confirmed via the submitted system controller log file; however, a specific cause for the change in pump parameters could not be conclusively determined. The submitted log file contained approximately 26 days of data, spanning from (B)(6) 2018 to (B)(6) 2018, and captured the device operating as intended until (B)(6) 2018 when an elevation in pump power and estimated flow was recorded. The patient remains ongoing on vad support and no further events have been reported. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room (ER) with sustained power elevations. The patient underwent a full panel of labs which included lactate dehydrogenase (ldh) testing; however, the results were not provided. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed one low speed operation on 21 jun 2018 that occurred when the power was gradually increasing. The customer was informed that this may have been due to something being ingested into the pump. Additional information was requested but not provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. A specific cause for the change in pump parameters could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this even.

Event description:
Additional information: it was reported that post repair, the patient reported some flow and power spikes very shortly after the event on (B)(6) 2018 and was admitted to the emergency room (ER) . Upon admission to the hospital, the patient was noted to have power spikes on vad interrogation. The patient chose not to pursue surgical options at this time. With the power spikes resolved and vad flow remained stable. The patient's lactate dehydrogenase (ldh) remained mildly elevated, but remained stable. The patient noted that the pump power still occasionally increased up to 8, but this was not reflected on the alarm log during vad interrogation. It was noted that the patient's varicose vein suture was removed on (B)(6) 2018 without re-bleeding. On (B)(6) 2018, the patient met all criteria for discharge and was discharged home in a stable condition. The patient's medical team stated that they would continue to work toward improving the transplant candidacy of the patient. There were no pump stoppages noted. The patient will have a follow-up appointment on (B)(6) 2018 and in 3 to 4 weeks. The patient underwent a computed tomography (CT) chest, which revealed an obstruction in an outflow cannula. The patient was treated with a heparin drip with goal ptt 60-80 and warfarin therapy was initially restarted with a new inr goal 2.5-3.5 due to potential need for a surgical intervention. Warfarin was slowly titrated upwards and when it reached 2, heparin was discontinued. This did not result in any recorded power spikes.